Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device subsequent to sustaining a head trauma in (B)(6) 2021. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 20, 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on july 5, 2023.